Event description:
Procedure type: unknown. Patient gender: unknown. According to the reporter: lose pieces of plastic were found and they think it came of from the visiport plus. No patient injury was reported. No additional information available at this time.

Manufacturer narrative:
(B)(4).